Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user unintentionally dislodged the infusion set, subsequently experienced hyperglycemia, transitioned to backup injection therapy with glucose stabilization, and later encountered difficulty exiting the fill tubing step during a supply change on the ilet pump; an agent guided the user to exit fill tubing and perform a rewind, and the user requested a factory reset for future setup. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of glucose to target range after backup therapy and troubleshooting. Investigation included customer service troubleshooting and education. Investigation of this case revealed user difficulty with pump workflow during the fill tubing step without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.